Event description:
It was reported during removal of the low profile guide, the surgeon noted the foot of the device had broken from the guide. The surgeon was able to retrieve the broken piece from the patient's chest wall. No adverse patient consequences or delay in procedure were reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. One primary guide assy, low-profile (part number rbl2320) was received for evaluation. The returned part was examined with magnification. Notes on visual appearance include: [heavy surface wear] many of the rbl2320 subcomponents exhibited damage/wear including scratches, edge dings/nicks, and brown discoloration; this was especially present within screw drive features and the slider thread. [Breakage] the lower hook/foot portion of the slider subcomponent had broken off the main, threaded portion of the slider. A fracture plane was present. The fracture spanned across the first and second slider thread roots/troughs as measured from the hook/flat end. [Fracture plane] the fracture plane followed the threading on the slider component with a large bump as the fracture plane moved from the root/trough of one thread to another. Otherwise, the fracture plane was largely flat with low/no texturing and no signs of ductility, elongation, or necking. The fracture plane exhibited characteristics including low texturing and no ductility. The fracture plane was largely flat barring it following thread roots/troughs with a transition across the roots/troughs of threading. The absence of necking could indicate a brittle failure mode. Brittle failure modes can occur due to overloading events wherein a large force is applied suddenly; however, due to unknown procedural conditions, no definitive conclusion on the observed phenomena can be made.